Event description:
It was reported that the itrak 3500l system experienced a tracking inactive message and reboot was required. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an investigation. The malfunction was verified. Identified that the main computer was unable to communicate with tracker. Determined the need to replace the tracker. Tracker was replaced. The system was tested and found to be working as intended and placed back into service.